Manufacturer narrative:
References the main component of the system and other applicable components are: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer¿s representative (rep). The rep reported that x-rays were performed on (B)(6) 2017 and showed that the lead had not migrated. The rep reported that the patient was reprogrammed and no longer having issues. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer's representative (rep) via a consumer regarding an implantable neurostimulator (ins). It was reported that the patient has had shocking sensations since they fell 2 months ago. The patient tripped over their cat 2 months ago and since stimulation has not been the same. The patient was reprogrammed to get coverage. All impedances were within normal range. No further complications were reported or anticipated.